Event description:
It was reported that during a ureteroscopy procedure, the physician initiated laser activation to treat a kidney stone using a fiber. Three popping sounds were heard, and the fiber stopped emitting energy and was identified as blown. A second fiber was then used; however, it also failed shortly after activation, with the internal fiber noted to be shattered. The procedure was subsequently completed using another fiber without further issues. No patient complications were reported. This report is for device 1 of 2.

Manufacturer narrative:
Upon receipt of the returned moses 200 d/f/l fibers at the quality assurance laboratory, a thorough technical evaluation was performed. Microscopic inspection identified distorted light exiting the connector face, absence of an aiming beam, and the presence of burn marks. These findings are indicative of an internal connector fracture. The observed damage is consistent with the reported event in which the fiber stopped emitting energy during laser activation and produced audible popping sounds prior to failure. A review of the device history record (DHR) and product record review (prr) did not identify any manufacturing anomalies, and the failure mode observed was previously known and documented. The failure mechanism is consistent with an internal connector fracture that can occur during device handling, setup, use, or reprocessing. Such a fracture may result in reduced or absent laser energy output and can lead to thermal buildup at the console connector interface, contributing to the burn marks observed. Labeling review confirmed that the instructions for use (IFU) provide guidance for inspection of fibers prior to use, including verification of fiber integrity and aiming beam quality, and instruct users to discontinue use and return the fiber if damage is observed. Risk management documentation confirms that fiber stopped working is a known and evaluated hazard, accounted for in the product risk analysis. Based on the physical evidence and analysis performed, the device failure was confirmed and traced to an internal component failure without indication of a design or manufacturing defect.

Event description:
It was reported that during a ureteroscopy procedure, the physician initiated laser activation to treat a kidney stone using a moses 200 d/f/l fiber. Three popping sounds were heard, and the fiber stopped emitting energy and was identified as blown. A second moses 200 d/f/l fiber was then used; however, it also failed shortly after activation, with the internal fiber noted to be shattered. The procedure was subsequently completed using a moses 365 fiber without further issues. No patient complications were reported. Device 1/2.